Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead all exhibited a rise in thresholds post-cardiac surgery. The ra lead was also reported to have exhibited non-capture and undersensing as p-wave measurements had fallen. The lead was reprogrammed and remains in use. The rv lead also exhibited diminished sensing as r-waves had dropped. No action was taken on the rv and lv leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead was capped and replaced due to high thresholds and continued undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.